Manufacturer narrative:
The reported issue that the display board needed replacing for dim segment could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time no device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had dim segment on the led display. Npr: no product returned. Although requested there was no additional information provided at this time.